Event description:
It was reported that the left ventricular (lv) lead had high threshold and low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 ICD, (B)(6) 2014; 7122 lead, (B)(6) 2013. (B)(4).